Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported that the customer was hospitalized and was not sure if the hospitalization was related to diabetes. No blood glucose reading was given. Nothing further was reported.